Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was out of his immediate implant region, the pump began making weird noises. The controller alarmed red heart and the pump stopped. The pt was placed on a hand pump and the paramedics were called. The pt was transported to the hosp, where the controller was replaced with no change in pump status and thus the pt was placed on pneumatic actuation using a stroke volume limiter (svl) and drive console. A decision was made to replaced the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
A decision was made to replace the lvad with the MFR's clinical trial lvad. The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.